Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:00 am after the end user alleged she received inaccurate readings from her prodigy diabetes meter. In addition the meter will no longer power on. The end user experienced dizziness and performed a blood glucose test and received a result of 40 mg/dl. The end user was taken to the ER and upon arrival a blood glucose test was performed with the hospitals meter but she stated the result was not revealed. There was no treatment administered and after 2 hours in the ER she was discharged with a glucose reading of 107 mg/dl and instructed to follow-up with her pcp. No additional details were provided in regards to this medical event.